Manufacturer narrative:
Additional narrative: the investigation has been reopened because product has been received. Depuy synthes will notify the FDA of the results of the investigation upon its completion.

Event description:
Knee revision performed on (B)(6) 2014. Tkr performed in (B)(6) 2007. Lesion behind femoral implant noticed last year, bone grafted. Patient complaining of ongoing pain, x-ray revealed lesion had recurred. During revision, (fairly loose) femoral component removed, more bone graft (allograft) implanted, plus a stemmed revision prosthesis. Tibial tray left insitu, well fixed. Pathology specimens taken. Stable construct. X-ray photos are available. (B)(6). Patient was stable. No further information available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The x-rays, parts and lab report were reviewed by bioengineering and a report was received stating the images from the lab report, included below, show a lack of bone cement on the anterior flange and an area distally where it has lifted from the surface of the component. This could indicate an insufficient level of fixation of the component to the bone and could be related to the observation above that the implant may have been oversized in the ap aspect. The lab report comments on a small piece of debris that can be seen embedded in to the tibial bearing component. The fragment appears to be consistent with the appearance of a fragment of bone cement. There is also extensive pitting present on the articulation surfaces of the tibial insert. This suggests that there may have been some debris present in the joint space. Review of the x-ray seems to suggest there was some cement debris present in the joint space. It is possible that the debris observed in the joint space is bone graft or bone cement that has come loose from where it was implanted. Further marks on the tibial component are attributed to the removal of the component during the revision surgery. Analysis of the joint space appears to show that the femoral and tibial components are well aligned with respect to one another, image 1 suggesting there is no significant wear of the insert. These also appear to be aligned in an appropriate orientation to the axis of the long bones. However, the cropped nature of the x-rays makes these observations difficult to determine conclusively. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. A review of the complaints databases and manufacturing reviews did not identify any anomalies. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
Additional narrative: due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined through depuy (B)(4)¿s investigation. A review of customer complaints was conducted for an 18-month period. No trend was found for lot code, product code, or issue type for this failure mode. The part will not be returned so no analysis can take place. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.